Event description:
It was reported that the patient presented to the hospital after receiving a patient alarm. Recorded episodes of oversensed noise were observed. The lead was capped and replaced due to a suspected insulation anomaly. Patient condition was good during and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.